Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical department with an unsigned note that stated, "line a will not infuse." No tracking info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
A field service representative performed testing and investigation at the user facility. The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.8 ml. Delivery accuracy for this device requires delivery of within +/- 1.2 ml of the IV flow sheet. Based on the data verified, hospira could not attribute the issue to the device. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).